Event description:
Pt reports hospitalization due to low bg.

Manufacturer narrative:
The pump was returned to animas for eval. Eval revealed a visibly damaged battery compartment, which is unrelated to the complaint. The insulin delivery was found to be operating within required specs for delivery accuracy.